Event description:
It was reported that the patient's right shoulder was revised due to pain. The humeral head was revised.

Manufacturer narrative:
The reported event could be confirmed since the device was not returned for evaluation and but the provided image confirms the revision surgery, but pain can not be confirmed without medical documents. A device inspection was not possible since the affected device was not returned, and with the provided picture of the explanted humeral head, no damage is visible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient's right shoulder was revised due to pain. The humeral head was revised.

Manufacturer narrative:
The reported event could be confirmed since the device was not returned for evaluation and but the provided image confirms the revision surgery, but pain can not be confirmed without medical documents. A device inspection was not possible since the affected device was not returned, and with the provided picture of the explanted humeral head, no damage is visible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.